Event description:
Patient had a large pedunculated polyp with stock to remove. Md used the captivator hexagonal snare from boston scientific with erbe cautery unit. Polyp could not be cut or cautery would not cauterize with hexagonal snare. Regular sensation snare utilized and clips applied. Erbe unit inspected by biomed (B)(6) 2022. Boston scientific representative contacted, after review of information, it was determined that cords would need to be replaced due to lifetime use limitations and we were unsure of use. All cords have been replaced on (B)(6) 2022. This was the 3rd incident at our center. We have used these snares since 2017 without any deviations from standard performance. FDA safety report ID #:(B)(4).